Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the territory manager for medtronic that the customer had erratic high and low blood glucose levels. Customer's doctor wanted to take him off the pump. Customer had a no delivery alarm that was resolved by an infusion set change. Customer does not have the pump. Customer does not want to return the set or reservoir for analysis. Customer's territory representative is going to give him his pump back and then have him call medtronic back. Trainer was assisted with performing the self test and the pump passed. Customer has reverted back to injections. No additional information provided.